Manufacturer narrative:
Zimmer biomet complaint . Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a revision surgery due to screw migrations. One week post-operative x-rays it was identified "about in the middle of the sternum a screw lying flat in front of the sternum." This led to a small wound fistula after six months. Approximately nine months post-operative x-rays identified a "second screw standing up to 1/3 on the xyphoid. Another screw was further turned out halfway upside down. The result is still very good, sternum completely stable. " attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The patient had implant surgery on (B)(6) 2017 and photographs of post op x-rays prior to the removal of the plate were provided: the first one corresponds to one week after the surgery (B)(6) 2017. In this photo, there appears to be one screw that has backed out of the middle plate and is anterior to the sternum. It was reported this led to a small wound fistula after 6 months. The second photo which corresponds to (B)(6) 2018, in which the same screw can be seen in front of the sternum. There is also a second screw that appears to be backing out of the lower plate but still has some purchase. The intraoperative photographs provided shows multiple screws backing out of the sternum plates. The parts were not returned for visual evaluation and functional testing. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for sternalock has the following information in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Inadequate healing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.